Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be discarded by the user facility.

Event description:
It was reported that the sealing rings on the device were not preventing water from coming up and leaking through the device. No injury was reported. No other info was available.